Manufacturer narrative:
The device was manufactured 04/03/2018 ¿ 04/04/2018 the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection was performed to the photographs using the naked eye which revealed a leak between the spike port tubing and spike port connector. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag started leaking after the medicine was added. The leak was discovered during preparation. There was no patient involvement. No additional information is available.